Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The bone and joint journal (2018) published: "mid-term follow-up of patients with hindfoot arthrodesis with retrograde compression intramedullary nail in charcot neuropathy of the hindfoot". The purpose of this study is to evaluate the mid-term outcome of hindfoot reconstruction in terms of union, function, alignment, and complication rate in patients with deformity of the ankle secondary to charcot arthropathy presenting with or without ulcers, with the major endpoint being the rate of limb salvage. A total of 18 patients (19 feet) with an advanced degree of ankle and subtalar joint instability and/or deformity were operated on during the study period (january 2011 to june 2013). Two nails had to be proximally dynamized due to radiographic signs of delayed union on the follow-up radiograph 16 weeks after operation. Clinical union was achieved in both following dynamization. One of these two patients presented two weeks after dynamization with a tibial stress reaction, which was treated successfully with a cast immobilization for six weeks. Radiographically, fusion occurred three months postoperatively. In the remaining patient, there was no bony fusion nine months after the procedure but revision was not considered because the patient remained clinically asymptomatic, a tibial stress reaction was observed and treated successfully with a period of cast immobilization of eight weeks. Additional information was requested to the author, the following was received: patient: (B)(6) male, date of initial procedure: (B)(6) 2015, fusion level: right hindfoot, follow-up: 6.5 months. This report is linked to mfg report number 9615741-2018-00063. Same failure, different patients.

Manufacturer narrative:
Integra has completed their internal investigation: as no product ID and no manufacturing lot number was provided, no DHR, design specification or design change record will be performed. As DHR review and failure analysis could not be performed, root cause cannot be determined. However, physical condition, preoperative risk factors and etiologies of the patients (11 of 19 feet were assigned to amputation in previously visited institutions) might be reason of nonunion.